Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was slowly inflated up to 6 atmosphere, however, it was noted that the balloon ruptured upon first inflation at 4 atmosphere for 3 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was slowly inflated up to 6 atmosphere, however, it was noted that the balloon ruptured upon first inflation at 4 atmosphere for 3 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. No tears or holes were visible in the balloon material. The device was soaked in a water bath at 37 degrees celsius in order to facilitate inflation. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 1mm proximal to the proximal edge of the proximal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.